Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar and threaded anchor appeared to be intact. The cap was disengaged from the obturator. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator cap may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received prior to the laparoscopic cholecystectomy procedure, the obturator/trocar broke.

Event description:
According to the reporter, prior to the procedure, the device's obturator/trocar broke. The blue obturator was broken off and separated when the package was opened. There was no patient involvement or injury noted.